Event description:
During removal of a port the physician had difficulty removing the port as it kept sloughing off as she tried to remove it. The physician finally cut the port as far as she could and sent the patient to cardiac cath for removal of the remainder of the port.